Event description:
According to the facility, the foley catheter had to be changed because the blue adapter piece broke. The blue vacutainer collection device was attached to the sample port and the blue tip broke in sampling port.

Manufacturer narrative:
According to the facility, the foley catheter had to be changed because the blue adapter piece broke. The blue vacutainer collection device was attached to the sample port and the blue tip broke in sampling port. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.